Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 5:15 pm, the cgm on the "receiver" and mobile went from 111 mg/dl to 78 mg/dl. The patient use op5 in modified closed loop. The patient was irritable and the bg by the parent was 25 mg/dl. The patient was given carbohydrate and baqsimi. She was taken to the emergency department (ed) where the bg was 81 mg/dl and the cgm was unremembered. The patient was monitored and given more carbohydrate. She was given tylenol for headache and discharged around 7:15 pm. She was tired and lethargic during the report. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.